Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was not in clinical use during this issue occurrence. The philips remote service engineer (rse) examined the system remotely and confirmed that the system came up with geometry and motorized movement unavailable. The review of the logfiles showed malfunctioning geo-pc. Rse tried several times to contact customer via phone either disconnects or there was no pickup. Rse found communication failure with the geo pc and suggested to replace the geo pc. The defective part was sent for analysis. The failure analysis of the geo q35 ipc showed failure mode as no failure found. However, to resolve the issue, fse replaced the geo ipc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry errors occurred, preventing movement. There was no reported patient or user harm. The field service engineer (fse) replaced the geometry computer and the device was returned to use in good working order.